Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of separation other component could not be verified due to the product not being returned for failure investigation. A device history record review for model 10012645 lot number 20095843 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the drip chamber separated from the bd alaris¿ pump module smartsite¿ infusion set during use. The following information was provided by the initial reporter: "the drip chamber came apart at the connection of the lid and bowl"

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the drip chamber separated from the bd alaris¿ pump module smartsite¿ infusion set during use. The following information was provided by the initial reporter: "the drip chamber came apart at the connection of the lid and bowl".